Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of the 3.0x12 mm xience xpedition stent delivery system (sds), the shaft of the sds separated 3 cm from the proximal hub. There was no damage noted to the packaging coil and no resistance removing the sds from the coil. There was no patient involvement. There was no clinically significant delay in procedure. A new xience xpedition was used to complete the procedure. No additional information was provided.